Event description:
It was reported that the competitor right ventricular lead was oversensing following the non-sustained tachycardia episode possibly due to non-capture on the left ventricular lead. The left ventricular lead amplitude was increased and the lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.